Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # (B)(4), 510k # k113174 was cleared in the united states. The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Evaluation of films found: lateral views are provided after complex construct. The film is cut off at t11/t12. The screws appear to be inappropriately of small caliber for the lumbar spine. The l3 screw is easily seen broken at the pedicle soft tissue interface.

Manufacturer narrative:
Macroscopic examination confirms the mas bone screw is fractured approximately ~4-5 threads from the tip of the screw. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were identified on the screw around the area of crack propagation. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that the patient underwent a posterior spinal surgery at t12-l3 to treat scoliosis. Approximately one year post-op the patient complained of back pain. It was found that the screw at l3 on the left side was broken. The patient underwent a revision surgery to replace the bone screws at l2 and l3, all of the set screws and rods.